Event description:
Asr revision reported via sales rep - no revision surgery required. Left, complications onset since primary surgery - pain. Update rec¿d 8/12/2014- additional clinical report received. Patient suffers from noise (clicking), ratcheting, difficulty going from sitting to standing, radiolucency around cup on x-ray, inability to bear weight immediately after standing from squatting, elevated inflammatory markers, and r/o infection. There is no new additional information that would affect the investigation. This complaint was updated on: 09/03/2014. Update rec'd 8/22/2014- additional clinical report received. Elevated cell count and neutrophils in fluid aspirated from the left hip reported. There is no new additional information that would affect the investigation. This complaint was updated on: 09/10/2014. Update - 4 nov 2014 - clinical der confirms revision surgery has been performed. Left hip; 1) ae/altr. Worsening of previous reported event. Moderate severity, definitely device related and definitely not procedure related.,serious,treatment: revision and end of study for this subject. 2) revision/failed asr, acetabulum, left total hip anthroplasty. Removal of head & cup. Revised to cop. Added hospital, dor and expiry dates for all products.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).